Manufacturer narrative:
The patient¿s gender was not provided. The patient's weight was not provided. (B)(4). Approximate age of device ¿ 83 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2017. The cause of expiration was intracranial hemorrhage. Additional information was requested, none was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.